Manufacturer narrative:
H3. Device evaluated by MFR? Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
It was reported that the patient had a wound washout and removal of lead and generator due to drainage and fever. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.